Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the pulse generator exhibited electrocardiogram storing anomaly. No intervention was performed. No patient symptoms were reported. The patient would continue to be monitored.